Event description:
It was reported that the patient had presented in clinic for shortness of breath. It was suspected that the right ventricular lead was reversed with the atrial lead in the header during a recent generator change; loss of capture was also noted. The leads were inserted into correct ports on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.